Event description:
It was reported that during testing of the epg (external pulse generator), by the biomedical engineer, the current measurement was higher than set, when using the pacemaker analyzer (PMA-1) tester. The epg will not be returned because the model is obsolete and no longer serviced. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.